Event description:
It was reported that the customer was hospitalized due to high blood glucose caused by a bent cannula. It was stated that the blood glucose was so high that the sugar level could not be read on the blood glucose meter. The customer felt sick and went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.